Event description:
The pt reported a test strip port issue while attempting to test. Pt was unable to test on the meter for approximately one week. Pt began to feel tired and was sleeping more than usual. Pt takes oral medications (does not remember the name) and pt continued to take their medications while unable to test. A family member took them to the hosp. Pt does not know what the result was on the hosp meter, nor does pt know what type of treatment pt received. The reporter stated that the pt's blood sugar was high when taken to the hosp. The issue with the meter was not resolved. The case is being reported as a malfunction. There is no evidence of a serious injury because the pt does not know what their blood sugar result was in the hosp. The meter has been replaced for the pt.